Event description:
It was reported that during a gastric bypass procedure, the first device cut but did not staple. The surgeon hand sewed. The second device would not close completely. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.